Event description:
Report received from the USA stating that during a cochlear implant surgery the motor device and the attachment device ¿heated up.¿ there was no delay reported in surgery. There was a spare identical motor device available for use. The surgery was completed successfully. There were no injuries or medical intervention required. Though requested, patient information would not be disclosed. There was no additional information provided.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and met temperature specifications. The reported condition could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).